Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2020-48734. It was reported that the patient experienced ineffective therapy after a fall. Troubleshooting revealed high impedances on one lead. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the one lead was explanted and replaced. It was discovered during the procedure that the lead was fractured. Issue resolved. It is unknown which lead was fractured; therefore both will be reported.